Manufacturer narrative:
The investigation for the reported delivery issues and introducer damage has been completed. The pump, guidewire, and introducer were not returned for investigation. The root cause of the delivery issues was most likely patient condition related due to the patient tortuosity. The root cause of the product damage guidewire damager peripheral vessels issue was not determined since product was not returned. The root cause of the introducer damage - mechanical issue was not determined since product was not returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 89-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The complainant reported that complications were encountered during attempted delivery of an impella cp pump. It was initially noted that the pump was unable to advance over the arch during implant. When attempting to remove the pump, the guidewire also came back and got caught in the peel away sheath. Upon pulling the guidewire, the wire broken. The sheath, wire and pump were all replaced as a result of the noted issues. There was no patient harm.